Manufacturer narrative:
Device evaluation: d10, g4, h2, h6, h10. Results of investigation: vyaire medical was not able to duplicate the reported issue during testing and evaluation. The device passed all testing and met all manufacturer specifications.

Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a higher amount of tidal volume that expected. There was no patient involvement associated with this event.